Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error and act & esc buttons were sticky and had to be pressed multiple times. The customer¿s blood glucose level was unknown. Customer also reported that the battery cap was dull and hard to open, slower to rewind and unexplained no delivery alarm. The device will not be returned for analysis.